Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer did not provide a bg value. Reportedly, the customer requested 20 units of insulin to be delivered, however, customer alleged 30 units of insulin was delivered. Additional information was not provided, and the customer declined troubleshooting with tandem technical support.